Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units of insulin after attempts to fill with multiple cartridges. There was no impact to the customer's blood glucose level.